Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a quadricep rupture. The surgeon repaired the rupture and exchange the poly from a 10mm to a 12mm. There was no damage to the implants at all. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.